Manufacturer narrative:
B5; additional information received : the patients representative called technical services and reported the patient experienced an aneurysm rupture. It was then confirmed via the physician that the patient had presented to ER with a ruptured aneurysm prior to the ib endoleak being diagnosed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system implanted during the endovascular treatment of a 55mm aaa . It was reported that a follow-up CT taken showed a ib endoleak on the limb etlw1613c124e . Intervention was performed on the same day and limb extensions were implanted. Per the physician the cause of the event is undetermined. No additional clinical sequalae were provided and the patient is fine.